Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2019. Through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly per the instructions for use and the water quality monitoring was applied and the h2o2 was checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or an equivalent performance filter is used and when the device is not used, it is stored and drained. No reusable heating blankets were used by the hospital and the 3t aerosol collection set was replaced after the allowed use period. Before initial operation and storing the heater-cooler, the surfaces and water circuits are disinfected and the device surfaces also after every operation. The device is placed inside the operation theatre during use, with the fan positioned opposite to the patient; the estimated distance between the surgery field and the device is two (2) meters. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.